Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and after 2 days was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an insulin drip and the dka was resolved. The contact reported that the customer has dementia and may have let the pump run out of insulin. The customer had not yet been discharged at the time of the report. The contact did not provide further information. Although requested, the date of discharge or additional information was not provided.